Event description:
Per sales rep, a plate bent one week post operatively. It is further reported that the pt was revised and the plate replaced.

Manufacturer narrative:
Actual device is not available to stryker for evaluation.